Event description:
It has been reported to co that during the procedure the coil of the device separated. Reportedly, the wire frayed and uncoiled from the inner core. The device was removed and replaced. The patient is reported as fine and the device is being returned for co analysis.